Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an observation for low impedance on the right ventricular (rv) lead. The current measurement was within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low impedance measurement was due to magnet application on the device during a shoulder surgery.